Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic left hemicolectomy. According to the reporter: when the surgeon used the instrument, the blade cut the tissue, but upon firing the device, no staples were observed in the device or the patient tissue. The patient bled and the procedure was changed to open surgery and the tissue was closed with manual suture. The patient is admitted in observation because fecal material was present in the cavity of patient.